Event description:
It was reported by service report that the bed was unable to go into steer or brake mode. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - base channel extension cable malfunctioned.